Event description:
The account alleged that the head section is not lifting with weight on the bed. If the head section is up, it will drift back down with weight applied.

Manufacturer narrative:
The account changed the head drive, but the issue remains, but it is not as bad. The account replaced the head drive to repair the bed.